Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Service and repair history: the previous service event for part 03.620.061, with lot(s) h236300-25, has been reviewed. The customer called, in a service request for this item for failed calibration. The item was previously, returned for service, due to failed calibration. The previous service condition of failed calibration is relevant to the current complained issue of failed calibration. The manufacture date of this item is february 7, 2017. The service history review is confirmed. Service and repair evaluation: during evaluation at service and repair. The 10nm torq limiting ratchet handle-6mm hxc has failed calibration. The repair technician reported, the device failed calibration. The torque minimum peak was outside of the range. The cause of the issue is unknown. The item will be repaired. And will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable. And will be returned to the customer, no design or manufacturing issues were identified. Therefore, it has been determined, that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during evaluation at service and repair, the 10nm torq limiting ratchet handl-6mm hxc has failed calibration. There was no patient involvement. This complaint involves one(1) device 10nm torq limiting ratchet handl-6mm hxc. This is report 1 of 1 for complaint (B)(4).